Manufacturer narrative:
Title: predictors and outcomes of right ventricular outflow tract conduit rupture during percutaneous pulmonary valve implantation: a multicentre study citation: eurointervention (2016) volume 11(9):1053-62 (doi 10.4244/eijy14m09_06) authors: younes boudjemline md, phd; sophie malekzadeh-milani md; mehul patel md; jean-benoit thambo md, phd; damien bonnet md, phd; laurence iserin md; alain fraisse md, phd. Date of publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the incidence, predictors and outcomes of right ventricular outflow tract conduit ruptures during the implant of a transcatheter bioprosthetic pulmonary valve. Data were collected from a large multi-center database. All patients underwent the procedure between may 2008 and december 2011. The study population included 99 patients; 43 pediatric patients (mean age 13.36 years) and 56 adult patients (mean age 27.16 years), 83 of which were implanted with medtronic melody transcatheter bioprosthetic pulmonary valve (serial numbers not provided). Among all patients, no deaths occurred. Among all patients adverse events included: nine incidents of conduit rupture. All ruptures occurred during a balloon aortic valvuloplasty (bav). The only significant risk factor identified for rupture was heavy calcification. Percutaneous treatment was prescribed in seven of the nine incidents of rupture. An attempt to seal one of the ruptures with a melody valve was not successful. Subsequently, a duct occluder was placed. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.